Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge and would not connect to a charger due to the pocket depth. The patient underwent a pocket revision procedure and the ipg remains implanted and in use. The patient was doing well postoperatively and is now able to charge.